Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, undefined impedance, and was fractured. The lead was revised, remains in use, and another pace/sense lead was implanted. No patient complications have been reported as a result of this event.